Event description:
Patient experienced pain during a mammogram six months post-mammosite brachytherpay treatment. X-ray determined patient had a rib fracture. Pt was prescribed analgesics for pain. No medical or surgical intervention was required. No hospitalization was required.